Manufacturer narrative:
Result: there was no visible damage to the exterior of the pump. The pump was plugged in, powered on, and the pump generated vacuum. The pump was opened by penumbra engineers and corrosion was observed on the piston crown in the outlet cylinder. Conclusion: evaluation of the returned device revealed that the pump was functional. The pump was plugged in, powered on, and the pump generated vacuum. The pump housing was removed, and the vacuum pump was opened by penumbra investigators. It was observed that the piston crown in the outlet cylinder was corroded. The observed corrosion likely caused the piston to seize inside the cylinder, causing the pump to fail to generate vacuum. It is likely that the seized piston became freed up during transit to penumbra. Penumbra pumps are 100% functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following device code also applies to this complaint: (B)(4). The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system aspiration pump max 110v (pump max). During the procedure, the physician advanced a penumbra system 3max reperfusion catheter (3max) into the mca, then connected the 3max to the pump max and turned on the pump max. However, upon powering on, the pump max did not begin to aspirate as it failed to produce vacuum. In addition, the pressure gauge did not work and the sound of the pump max was quieter than the usual sound it makes. Therefore, the procedure was completed using the same 3max and an older spare pump. There was no report of an adverse effect to the patient.